Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a system advisory, maintenance recommended error. The device experienced primary audible alarm failure with alarm sounds. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer and attached on 15 september 2022, customer stated that it was not possible to use on a patient due to the errors reported. H10: a sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d1: correction: brand name: medfusion model 4000, syringe infusion pump, d4: correction: model number: 3500.